Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: motor corroded - motor replaced. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Unit cleaned. Safety test checklist enclosed. The drifting resistance values of the keypad, short circuit in the cable and corroded motor is the root cause for the reported failure. At this point in time, no corrective action is required and no further action is warranted. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the micro tornado hp w hand control device did not turn and that the motor was jammed. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. It was not reported if there was a delay in the surgical procedure; however, a spare device was available for use to complete the procedure successfully. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.